Event description:
The customer reported via phone call that she had been experiencing unexplained high blood glucose levels. The customer stated that she recently knocked two infusion sets out of her stomach. The customer reported changing the infusion set, but not the reservoir. Blood glucose level at the time of the incident was 235 mg/dl. The customer also reported that there was a gap in the reservoir tube and an air bubble was visible. Customer stated that all of the insulin programmed was not delivered. Blood glucose level at the time of the call was 323 mg/dl. The customer will not return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.